Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's right l5, right s1, and left s1 drg leads were protruding out of the incision sites. As a result, surgical intervention took place on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: corrected h6: adverse event problem (refer to coding manual) from health effect: clinical code: 2075: skin erosion to health effect: clinical code: 1154: wound dehiscence.